Manufacturer narrative:
(B)(4). The device was not received; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lot 13g04h15 will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the over pouch of the minicap the sponge was dry. The event occurred before the minicap was used. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.